Event description:
It was reported that a home patient (hp) experienced air in the patient line on the homechoice (hc) device during use. The hp was connected at the time of the event. During troubleshooting, it was noted that the hp had been connected during prime. The tsr assisted the hp with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error during the priming stage, where the patient was connected to the homechoice device during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.